Event description:
It was reported the patient experienced uncomfortable stimulation with their scs system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. No further information was provided. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005487. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete patient information.